Manufacturer narrative:
The excor blood pump,s/n (B)(4), was in use by the patient from (B)(6) 2020 until (B)(6) 2020 (106 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial visual examination of the returned blood pump, graphite in the air chamber and in the membrane interstices could be detected. The pump was then disassembled for further testing and the membrane layers were individually examined. In the middle layer of the triple layer membrane disruptions were detected. The membrane disruptions in the middle layer were distributed over the membrane surface. The air-side layer and the blood-side layer were found to be intact. Graphite agglomerates were detected between the membrane layers. The thickness of all three membrane layers was re-measured at the defined points. The thickness of the individual layers at all defined points (some of which were in the area around the disruptions) was found to be within specification at the time of the re-measurement. The cause of the disruptions in the middle layer was most likely due to an abrasion between the membrane layers. This caused increased friction at some points, which finally led to the defect in the middle layer of the triple-layer membrane. During production of the excor blood pumps, graphite powder is applied to both surfaces of the air-side layer and middle layer and to the inner surface of the blood-side layer of the triple layer membrane. Once the pump is in use on a patient, some graphite powder particles might come loose from the outer surface of the air-side layer.

Event description:
On (B)(6) 2020, the site contacted berlin heart inc. To report that "black flecks" were noted while checking the pump. It was also reported that the pump was not fully ejecting with each cycle. The site was told to increase the systolic pressure to 220 which allowed for complete ejection. The patient was clinically stable. The site sent images and videos which were reviewed by berlin heart inc. It was recommended to watch the pump closely. On (B)(6) 2020, the site contacted ca to report the concern for increasing graphite in the air chamber. Additional images and a video were sent. The patient remained clinically stable. Upon review of the new images and video, berlin heart inc. Recommended a pump change. The affected blood pump was exchanged in the clinic by trained professionals without complications. The patient was not negatively affected by the event and is doing well.